Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Upon review of complaint record, it was noted field h6 was inadvertently marked with incorrect does. H6 updated fields: medical device problem code, component code, investigation findings code, and investigation conclusions.

Manufacturer narrative:
There's no customer allegation, the device was returned for preventive maintenance/inspection and escalated to repair. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the identified failure was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. In addition, the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the distal end lens glue was chipped and a gap in adhesive. There was no patient involvement.